Event description:
It was reported that the pump finished in 24 hours instead of 48 hours. Fill volume is unknown. The pump was discarded.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other fast flow complaints for the reported lot number. No determination could be made as to why the pump appeared to flow fast. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.